Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device had a stored ventricular episode in which anti-tachycardia pacing (atp) therapy and device shocks were provided. Boston scientific technical services (ts) reviewed the episode, indicated device therapy was appropriate for a ventricular tachycardia (vt) arrhythmia and noted device therapy was exhausted in the episode. It was indicated that emergency medical services were called for the patient, but no additional information was provided. Attempts to gather additional information were unsuccessful. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.